Manufacturer narrative:
(B)(4).

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. A recent CT revealed that the patient's right common iliac aneurysm grew from 4.4 cm at the initial index procedure to 6.0 cm. There is a distal type ib endoleak. The physician elected to implant an endurant 16x16x93 stent graft and the distal type I endoleak has resolved. No additional clinical sequelae were reported and the patient is fine.